Manufacturer narrative:
RMA issued. Replacement tap shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that as reported, a guide wire was broken off inside the tap. Otherwise, the tap appears to be in good condition. Mechanical failure, broken pieces, directly caused this event.

Event description:
A medtronic representative reported that, while in a procedure, a 4.5mm cannulated tap was damaged. The damage occured while in sterile processing, not clinically. A guide-wire became lodged in the tap and the guide-wire broke off when the site representative attempted to remove it from the tap. There was no patient present when this issue was identified. The patient demographic are those of the clinic employee involved in the sterile processing. There was no harm to user reported.

Manufacturer narrative:
Corrections: fields inadvertently left blank on the initial 3500a, provided corrected data. The statement, "while in a procedure," was inadvertently included in the event description on the initial 3500a, this statement should be omitted as the event occurred in sterile processing outside of surgery.